Event description:
It was reported after a fall the lead had migrated. In turn, the paddle was repositioned on (B)(6) 2022 to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.